Event description:
It was reported that the patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. In addition the pod was leaking during wear. The patient had experienced both dizziness and migraines. Once at the doctors office the patient was treated with fluids. The patient applied a new pod. The patient was at their doctors office for 30 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.